Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg hasn't been recharged in over a year. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.